Event description:
While treating a pt with the model 3100a, the attending respiratory therapist didn't think the pt's chest was vibrating well. The patient was suctioned and reintubated and placed back on the 3100a. Still not satisfied with the pt's chest vibrations, the pt was again removed and the 3100a was tested. No problems were found with the 3100a. The respiratory therapist elected, however, to place the pt on another brand of ventilator and did so without any reported compromise to the pt.